Event description:
A non-healthcare professional reported that, during intraocular lens (iol) implant procedure, the surgeon noted that the lens implanted had three haptics. Additional information has been requested but is not available at the time of this report.

Manufacturer narrative:
The product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided b.5., h.3., h.6., h.11. The product investigation could not identify a root cause. The product was not returned for evaluation. Qualified associated products were indicated. Using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ophthalmic viscosurgical device (ovd)-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly, causing delivery issues and/or damage. Company specific instructions for use (IFU): follow the section regarding directions for use for information on the maximum allowed time for the intraocular lens (iol) to stay in folded condition. Failure to adhere to manufacturer¿s recommendations may result in iol damage. During lens loading and insertion, do not allow the company specific iol to remain in a folded condition within the selected iol delivery system for more than 3 minutes prior to completing insertion into the capsular bag. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received the physician removed the extra haptic on the same day. The lens remains implanted.